Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, metallosis, metal poisoning, and elevated metal ion levels. Review of invoice history confirms the modular head was removed and replaced. This report is based on allegations set forth in the plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces. Although mechanical testing demonstrates that metal on metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced in vivo throughout the service life of the implants remains undetermined. The long-term biological effects of the particulate and metal ions are unknown." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Device not returned by attorney

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions."

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, metallosis, metal poisoning, and elevated metal ion levels. Review of invoice history confirms the modular head was removed and replaced. This report is based on allegations set forth in the plaintiff's complaint and the allegations contained therein are unverified additional information received in patient's medical records reveal the left hip revision was performed on (B)(6) 2013. The patient's operative report noted yellowish fluid, soft tissue reaction, and corrosion on the trunnion and the head.